Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during unilateral adrenalectomy, when the specimen was placed in the pouch and the string was pulled to close the opening of the pouch, the pouch got tore vertically. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.